Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pulse generator was explanted due to infection. No additional adverse patient effects were reported. This device is not expected for return as the explant took place at another facility.